Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging thermal issue. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer during the investigation, manufacturer observed that unknown white contamination (dust-like) at the air inlet of the blower box. Unknown white, and black contamination (dust like), (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Dust-like contamination on the bottom of the blower motor and inside of the blower motor. Potential mineral deposits in the bottom of the blower box and blower motor indicate possible water ingress. Tiny unknown white, brown, and black specks of contamination (dust-like), (inconsistent with degraded sound abatement foam), on the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown, and black (inconsistent with degraded sound abatement foam), specks of contamination in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, and the manufacturer observed dust contamination are consistent with being from an external source.